Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that pericardial effusion occurred. It was noted that the cause of the cardiac tamponade was due to a scratch caused by the leadless ipg. It was further noted that endocarditis occurred during the pericardiocentesis. It was noted that after implantation residual torque remained when the delivery catheter was withdrawn, and the area near the tricuspid valve was scratched.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2avr1-delsys] (serial: [mvd690125e]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the patient experienced cardiac tamponade and end ocarditis. During the implant procedure, after the device was deployed, it was considered that the catheter rebounded due to accumulated torque when it was withdrawn, resulting in scratching. After returning to the ward, cardiac tamponade developed and drainage was performed. Subsequently, infective endocarditis occurred three days later, and treatment was performed via thoracoscopic approach. The device remains in use. No further patient complications have been reported as a result of this event.